Manufacturer narrative:
Other, other text: b5: additional information received on 25-oct-2022 via email and attached to complaint object. No further information about damages is known, no issues occurred during patient use, no patient involvement. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a force sensor error and also the plunger head needs repair. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal was broken, the top case was chipped, the bottom case was cracked, the battery is missing, and the plunger head had broken parts inside. The device's event history log was reviewed for evidence of the reported event, revealed force sensor test, and plunger errors. The reported problem was replicated upon inspection. The cause of the issue was attributed to the force sensor being out of calibration and the gear cam and left plunger case being broken. The force sensor was recalibrated and replaced all plastic parts of the plunger head. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.